Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported inflation issue and/or balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery. The 5.0x120mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion. An attempt was made to inflate the balloon twice, however the balloon only half inflated and would not hold pressure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.